Manufacturer narrative:
Analysis of the implantable neurostimulator found the battery at normal end of life, telemetry and output okay. The ins was originally coded as meeting rac (risked based analysis criteria) back on (B)(6) 2015. However, due to the complaint that the ¿implant failed¿ and also due to the fact that an initial MDR had been sent to the FDA, analysis was performed starting on (B)(6) 2016. The ins originally had no telemetry when received; however, after sitting two months it appeared that the battery had recovered slightly to 2.415 volts. The initial review and trace report were obtained from the ins. The initial review showed that the ins had reached an eri condition. Bench testing of the ins showed that it had good telemetry and output. Two longevity estimates were done with one based on the programmed parameter history from an 8840 session done on (B)(6) 2013 (implant date) and the other based on the upper limit parameters shown on the initial review of the ins. The actual impedance across the ins during implant was not given, and was assumed to be 1000 ohms. The estimates were 18.45 months (upper limits) and 29.28 months (programmed settings) to eri. The ins battery depleted to eri in 22.0 months ((B)(6) 2013 to (B)(6) 2015). Based on this the ins reached a normal eri condition. It was also observed on the trace report that a ¿clock too fast¿ por had occurred ((B)(6) 2015) two months after the device had reached an eri condition. Continuous environmental noise (e.g. High external electrical fields) can cause this to occur. This por was not observed in the field because the patient programmer would not display this particular por and no 8840 session was performed after this por occurred. The last 8840 session was done the day before the por occurred ((B)(6) 2015). Since the por was not observed in the field and the event does not mention it, the por would not have been related to the event description that the ¿implant failed.¿

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient. It was reported their device was replaced due to "implant failed".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.